Event description:
It was reported that the patient presented in clinic for a scheduled device replacement surgery. Prior to the procedure upon review of remote transmission it was noted that the right-ventricular (rv) lead exhibited oversensing of noise resulting in pacing inhibition. As a resolution the rv lead was capped and replaced on (B)(6) 2025. The patient condition was stable.